Event description:
It was reported that the pump's battery was found to be hot to the touch. The user discovered corrosion in the battery compartment prior to the issue and stated that the pump was worn in the shower and in the ocean prior to the issue.

Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned, an evaluation will be conducted, and a supplemental report will be filed. No conclusions can be made at this time.